Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a patient data (pd) error message. Even after the pd was displayed, some data was incorrect. A request was made to have data from this device analyzed and data analysis confirmed that it is a benign alert. Reprogramming efforts were performed and the data was updated. Additional information received indicates that a pd error message was displayed again. Data analysis confirmed that it is a benign alert, and that therapy and normal device function is not impacted when this happens. It was believed that the pd error was caused by radiation therapy from cancer treatment. Currently, this s-ICD remains in service and no adverse patient effects were reported.

Manufacturer narrative:
This device was subjected to detailed laboratory testing. Review of device memory identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined through laboratory testing but was likely the result of a single event upset caused by high energy particles/cosmic rays, or radioactive decaying materials. In most cases the s-ICD is able to detect and self-correct to maintain primary operation.